Manufacturer narrative:
E1: patient city: (B)(6). Patient country: argentina.

Event description:
Reference number (B)(4). Event occurred in argentina. It was reported that patient faced infusion set cannula crimped. This event occurred on (B)(6) 2025. Insertion site was lower back. The blood glucose level was 380 mg/dl. Infusion set had been used for few hours. No further information available.